Event description:
The customer, reported to the sales rep, that the end cap would not fit onto the t2 recon nail. The customer reported that in the 1st case the end cap would not engage and the surgeon thought it might have been user error as it may have been misaligned. The sales rep reported that when observing a second case the same event happened. The sales rep reported that the surgeon took extra care making sure that the nail was lined up correctly but it would still not engage properly. The sales rep reported that the surgeon decided to finish the procedure without the end cap in both cases.

Manufacturer narrative:
Device will not be returned. If additional information is received, it will be reported on a supplemental report.